Event description:
Hello, my name is (B)(6), I am (B)(6) and currently in the (B)(6). A few yrs ago my hip fell apart inside of me. It was my third hip replacement. Dr (B)(6) replaced it. Said it was the worst mess that he has ever seen! I went through so much pain in over a year! Severe pain. I'm sending you some paper work/that I kept from him. The first surgery was done in (B)(6). In (B)(6), as well as the second surgery was done by a dr (B)(6) same hospital. I think they changed the name to (B)(6). They should have all of my old records! I've written to two attorneys that said they can't help me. This hip replacement fell apart inside of me was replaced, now I'm in pain all the time. He went inside me twice, dr (B)(6), to get more metal out of me. Was black infected. Can you help me in this matter? I've sent you dr (B)(6)name and number. Thank you very much for your time and consideration.